Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the device alarmed battery out limit alarm then had a blank display. Customer's blood glucose was 400 mg/dl. Customer was able to get the display back on the device. Customer declined troubleshooting for high blood glucose. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.